Event description:
Manufacturer received a report of a patient lift tipping over. As a result of this incident, the patient received multiple fractures. An employee stated that he could not tell if the lift was locked in place. No malfunction has been reported or alleged and the lift has not been made available for evaluation.